Event description:
It was reported while using bd vacutainer® sst¿, one tube is missing its label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any photos or samples for investigation. A total of 30 retained samples were visually inspected for label defects, and none of the samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, one tube is missing its label. No adverse impact was reported regarding the patient or user.